Event description:
The patient received a 3.0mm diameter x 12mm length endeavor sprint rapid exchange (rx) stent in prox clx with no issue reported (MFR # 2953200-2010-02012). Five days post index procedure, the patient received a 2.5mm diameter x 14mm length endeavor sprint rx stent in the prox/mid lad with no issue. However it was reported that, one day post staged procedure, mi event occurred. The patient is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (mi).